Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the changeout procedure, the setscrew was stuck and the competitor right ventricular (rv) lead could not be removed. Boston scientific technical services (ts) was consulted and provided some troubleshooting options. No adverse patient effects were reported.